Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the line power fuses for the viewing station of the imaging system were open. The fuses were replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect fuses have not been received by the manufacturer for evaluation.

Event description:
A site biomedical engineer reported that, while outside of a procedure, the imaging system would not power on. The line power light was not illuminated and the power outlet was confirmed to be operational. No additional information was provided. There was no patient present when this issue was identified.